Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black. It was removed and hemostasis was achieved by manual pressure. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used without the evaluation if the puncture site have visible calcium/plaque. There was no stent near the puncture site. The device was used without the evaluation if the vessel had stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used an antegrade approach. There was pulsatile flow observed from the bleed-back indicator. The indicator window did not show any red color during retraction. The device was attempted to be deployed outside the patient¿s body, and the physician was able to deploy it, but the button was stiff and difficult to press. It is stated that at that time, it is unclear whether the indicator was black-black. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change to black-black. The device was attempted to be deployed outside the patient¿s body, and the physician was able to deploy it, but the button was stiff and difficult to press. It is stated that at that time, it is unclear whether the indicator was black-black. It was removed and hemostasis was achieved by manual pressure. There was no reported patient injury. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device was used without the evaluation if the puncture site have visible calcium/plaque. There was no stent near the puncture site. The device was used without the evaluation if the vessel had stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The interventional procedure used an antegrade approach. There was pulsatile flow observed from the bleed-back indicator. The indicator window did not show any red color during retraction. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 6f, was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed to be in the black/white position. It shall be mentioned that the deployed state of the wire is not expected from the not locked state observed on the guard. The guard locking simulation was performed, and it was found that the guard locking system was functional. The functional deployment simulation evaluation related to indicator wire deployment could not be performed, as the wire was received already deployed. Finally, a deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was performed on the internal mechanism of the device. No abnormal conditions were observed during this analysis. The reported event of ¿indicator window no change to indicator and deployment lever (button) actuation difficulty ¿ was not observed through analysis of the device. The functional analysis achieved full lever depression with window transition and plug deployment. The cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. In addition, the suitability of the vessel was not confirmed and an antegrade approach was used. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. . The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.